Event description:
An optometrist reported the following: a pt had bilateral lasik surgery, with the right eye treated for monovision for near. The surgery was completed on an unknown laser, not manufactured by this company. Approximately four years later, the pt noted regression of the right eye. She visited this clinic, requesting an enhancement. The pt additionally had dry eye and the surgeon elected to treat the dry eye before proceeding with the photo refractive keratectomy (prk) enhancement. Now the pt is unhappy with the decreased distance vision due to restoring the monovision status. The pt also reports night glare, continuing dry eyes, and general dissatisfaction. Upon follow up, reporter informed pt near vision was improved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).